Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs the device labeled as left, looks inside a plastic bag it seems to be broken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported a left side double capsule and "a small amount of thin fluid." Device was explanted.